Event description:
Patient was revised to address loosening of the femoral component at the cement/implant interface. A competitor's cement was used in the primary surgery.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information for the femoral component required to review the device history records and search the complaint database was not provided. The referenced cement product was not depuy cement. The investigation could not draw any conclusions about the reported event without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.